Manufacturer narrative:
(B)(4): the clinic is reporting this adverse event only and did not request or require field service or clinical support.all pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported the patient interfaced used for a laser treatment procedure had lost suction. The issue occurred after the patient was applanated but prior to side cut being performed. Patient interface was switched out but suction was lost multiple times and eventually the patient was converted to photorefractive keratectomy (prk).